Event description:
The user facility reported that during a procedure when a biopsy forceps was being advanced into the gastroscope, a clip was observed to have fallen inside the pt's stomach. No clips were said to have been used during the procedure being performed at the time of the event. The clip was successfully retrieved from the pt by using a roth net. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional info regarding the report, but only limited info was provided. The device referenced in this report was returned to olympus for evaluation. The instrument channel was examined using a borescope and rigid telescope and found scrape and shear marks in the biopsy channel wall at the bending section area. There were scrape marks and scratches in the interior of the suction cylinder port. In addition, the device failed the insulation test likely due to the distal end cover was found cracked and dented. Based upon the findings of the inspection, it appears that the clip may have been lodged in the section channel, and was later advanced out the distal end by the forceps. The exact cause of the user's report could not be conclusively determined; however, inadequate reprocessing could not be ruled out as a contributory factor to the reported event. This report is being submitted as a medical device report in an abundance of caution.